Manufacturer narrative:
Final analysis found that an external abrasion breaching the outer insulation and exposing the outer coil at 14.6 to 15.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The exposure of outer coil in this location likely caused the noise reported in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a lead revision procedure on (B)(6) 2017. The right ventricular and atrial leads exhibited chronic noise before. All other electrical measurements were normal. Both leads were extracted and replaced. The patient was stable before, during and after the procedure.